Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer had been experiencing low blood glucose levels for a month. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. The customer requested a replacement insulin pump because she was not comfortable with this one. The customer stated that she almost died as a result of the low blood glucose levels she has been dealing with. The customer stated that she experienced low blood glucose levels in the range of 30 mg/dl last night as well. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.